Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set occlusion alarm event on (B)(6) 2025. The blood glucose level was high and patient was treated with correction bolus via pump. The patient replaced the tubing and resumed insulin deliveries successfully. No further information available.